Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Reportedly, customer reverted to manual injections for insulin therapy.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer. Reportedly, customer reverted to manual injections for insulin therapy.